Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working or timed out during case. Product was tested before and cord was switch but problem persisted. Power setting at 3. There was an audible beep during activation when the issue occurred and both lights on the power supply illuminated. The device was not used for more than 15 seconds there were no attempts to change out the hemopro power supply. Another product was opened and case was finished without delay. No patient harm.